Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in good condition. Error code 41786 was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective pwa was the root cause. The pwa was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 41786. There was unknown patient involvement.